Event description:
A baxter canada field service representative reported a colleague infusion pump with failure code 808:07. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter canada for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 808:07 was confirmed during product evaluation. This condition was caused by a defective pumphead module. The pumphead module was replaced onsite at the facility by a baxter field service technician to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.08.92. Baxter will continue to monitor similar reports to determine if further actions are required.